Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device did not identify a defect. The returned sample was manufactured with the white ink removed. A search of the complaint database found additional reports of the white ink lettering coming off the instrument. Previous investigations state the design team is aware of the issue and have decided to distributed products with no ink on them short term and long term are working on a new handle where the markings are moulded into the product in order that they don't come out. The design team identified that although the ink coming off must be frustrating to the surgeon / theatre staff, the inks are biocompatible and thus pose no patient risk. Also the product may still be used as the current markings are debossed and so can still be read. The new design of the attune distal jig (product code 254400520) is now available and was released in february of 2014 for distribution. The complaint shall be entered onto the complaints database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This was out of an office set. Did not effect a surgery. Did not effect any patient. No pieces were left in a patient. Broken

Manufacturer narrative:
Investigation summary: examination of the returned device did not identify a defect. The returned sample was manufactured with the white ink removed. A search of the complaint database found additional reports of the white ink lettering coming off the instrument. Previous investigations state the design team is aware of the issue and have decided to distributed products with no ink on them short term and long term are working on a new handle where the markings are moulded into the product in order that they don't come out. The design team identified that although the ink coming off must be frustrating to the surgeon / theatre staff, the inks are biocompatible and thus pose no patient risk. Also the product may still be used as the current markings are debossed and so can still be read. The new design of the attune distal jig (product code (B)(4)) is now available and was released in (B)(4) of 2014 for distribution. The complaint shall be entered onto the complaints database and monitored through trend analysis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, will be filed as appropriate.